Event description:
It was reported the patient experienced a ¿loss of therapeutic effect¿ and ¿stimulation in the wrong location.¿ it was noted the patient ¿stopped feeling stimulation¿ and turned their stimulation off the day prior to report. The patient reported she ¿lost charge and not feeling stimulation¿ and noted she ¿stopped feeling¿ the stimulation ¿sometime¿ during the day prior to report. It was stated when the patient did feel stimulation ¿it was in the wrong location, in her legs instead of her back and it impeded her walking.¿ the patient stated the ¿last time they adjusted it they put it on program c¿ and noted that occurred ¿about two months¿ prior to report. It was reported that at the time of report the patient experienced ¿eight couplings boxes filled in and a small sliver on the battery was shaded.¿ the patient was advised to continue recharging as normal and to turn her device back on when her battery reached 50%. The patient reported undergoing ¿spinal shots¿ and being scheduled for a 2013-(B)(6) surgery where the physician was to ¿insert radio waves and possible bone grafts.¿ it was noted the patient was scheduled for a pre-operative appointment on 2013-(B)(6). There was no indication these procedures were related to the patient¿s device. The patient was redirected to their health care provider (hcp). Additional information has been requested. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant: product ID 37754, serial# (B)(4), product type recharger, product ID 39565-65, serial# (B)(4), implanted: 2012-(B)(6), product type lead, product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional follow up information received reported that the manufacturer's representative met with the patient today where it was determined that there was not a definitive cause of the increase in pain the patient experienced. However, it was noted that the patient's scoliosis was progressing and their degenerative spinal issue was worsening. It was noted that the patient's ins was discharged so recharging was started and they were to be reprogrammed at a later date if needed (no programming was performed at the time of this report). No further actions were reported in the event. Overall, it was noted that the ins stimulation helped the patient "some" but that their pain was progressing faster than the therapy can keep up with. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the patient hadn¿t used the implantable neurostimulator (ins) in a while because stimulation was in their feet, not their back, and it wasn¿t helping. The patient turned the ins off a month prior, so they did not currently feel stimulation. The ins had been ¿adjusted frequently¿ to try and maintain effective therapy. There was a loss of therapeutic effect and increased baseline pain. The patient wondered if the ins needed to be reprogrammed again, and had an appointment on (B)(6) 2014 with the healthcare provider (hcp). Information regarding cause of event, interventions taken, and patient outcome has been requested. If additional information is received, a follow-up report will be sent.